Manufacturer narrative:
The device was returned and evaluated following reports of an ¿unable to proceed¿ condition after a supply change and a subsequent alert 57 following a restart. Functional testing confirmed that the device powered on without active malfunction alerts at the time of evaluation. Review of engineering logs identified multiple occurrences of alert 57 and alert 32 (motor communications error), consistent with the reported behavior. Internal inspection found no damage to the motor, and the device was able to prime and rewind successfully during evaluation, indicating normal operation at that time. Based on these findings, the issue appears to be intermittent, and the root cause was determined to be a likely mainboard-related fault.

Event description:
It was reported that an ilet user experienced an ¿unable to proceed¿ alert after a supply change and later, following a pump restart, received alert code 57 indicating a software runtime error, with no blood glucose impact reported and no hospitalization. Symptoms included no changes in blood glucose. Outcomes included interruption of insulin delivery and the need to shut down the device and replace it. Investigation included user-guided troubleshooting, a dry run attempt, supply replacement attempts, collection of lot information, and review of device performance and software behavior. Investigation of this case revealed a device malfunction related to delivery motor communication and a software runtime error that persisted after restart. It was concluded that the device malfunctioned and required replacement, and the user was advised to sync data, shut down the device, return the affected unit, and restart therapy on a replacement device while continuing cgm use through the dexcom app or receiver.